Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported system error 105, which was observed during evaluation at power up. System error 105 was confirmed and caused by severed motor mount screws. The motor assembly and screws have been replaced.

Event description:
It was reported that a spectrum pump displayed system error 105. It was also reported that this was found during testing and there was no patient involvement.